Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that during percutaneous transluminal assess for a medical procedure, the hub of the introducer detached when the clinician was attempting to remove the access guidewire and the introducer. No patient injury to report.

Manufacturer narrative:
One device was returned for evaluation. The device was examined visually and the complaint was confirmed. The root cause is attributed to the manufacturing process. A search of the complaint database was performed and no similar complaints for this lot number were found. The device history record was reviewed, and no exception documents were found. Corrective actions are in process.